Event description:
The customer stated that he was hospitalized for low blood glucose levels and pneumonia. The customer's doctor felt that the insulin pump was malfunctioning, and lowered his basal rates. The customer would eat, and thirty minutes later, without giving any insulin, his blood glucose levels would drop. Troubleshooting was performed, and found a motor error alarm in the alarm history. The insulin pump passed the displacement test. Found that the time and date was incorrect. The customer couldn't account for some of the boluses that were in the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.